Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "felt a jolt of pain". The implantable pulse generator (ipg) also reported no pacing spike on electrocardiogram (ECG). The ipg remains in use. No further patient complications have been reported as a result of this event.